Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-sep-19, (B)(4),rp (hcp, rep): information was provided by a healthcare provider and a manufacturer's representative regarding an intrathecal baclofen pump intended to deliver lioresal, 2000 mcg/ml at 13000 mcg/day, indicated for intractable spasticity and multiple sclerosis. A critical alarm was reported on 2016-sep-19. The healthcare provider reported that the pump alarm was not heard, but confirmed with telemetry. It was noted that on (B)(6) 2016, a low battery reset occurred. Telemetry from the last refill showed an elective replacement indicator (eri) of 6 months. It was noted that the pump logs indicate that the pump was in safe state, a reset occurred, a motor stall occurred, and stopped pump period may exceed tube set. It was reported that the patient experienced an increase in tremor and discomfort, full body jerking, shaking, sweating; it was stated that symptoms had gotten increasingly worse since the previous day. It was reported that the pump was replaced on (B)(6) 2016, and returned to the manufacturer.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-oct-24, a healthcare provider (hcp) reported that the patient was hospitalized from (B)(6) 2016. Upon discharge, the patient had returned back to baseline, needing less intrathecal baclofen with more generalized carry-over pain and a slight increase in spasticity. The hcp believed at this time that the patient did not go into withdrawal. It was reported that the pump had early battery failure, and the tubing had become disconnected. At an assessment on (B)(6) 2016, it was reported that the patient had a history of progressive spasticity which started in the right lower extremity and had spread to all extremities, depression, diabetes mellitus, dystonia, hyperlipidemia, malaise, fatigue, myoclonus, osteoarthritis localized in the knee, painful urination, a 6-7 year history of primary lateral sclerosis, total knee arthroplasty, urinary incontinence, appendectomy, complete colonoscopy for polyp removal, open treatment of fracture of distal radius, tonsillectomy, wrist dislocation of distal radioulnar joint with percutaneous skeletal fixation, benign neoplasm of large intestine, bone spur, hallux valgus, hammer toe, hip pain in the right hip, essential hypertension, and low back pain. She was wheelchair bound and needed help with all daily living activities. Current medications included venlafaxine, metformin hcl, pravastatin sodium, carvedilol, levetiracetam, oxybutynin chloride, multiple vitamins and minerals, and vitamin d. The patient was chronically ill in appearance. Whispered voices and finger rubs were not heard in either ear, and a history of sensorineural hearing loss was noted. Gait evaluation demonstrated non-weight bearing bilaterally. There was weakness in both upper extremities and lower extremities. Spasticity of both arms and legs was present. No involuntary movements were noted. The patient's pump was refilled and reprogrammed to an increased dose of 1299ug per day due to complaints of increased spasticity at night. The procedure was tolerated well and without complications. At an assessment on (B)(6)2016, it was reported that the patient experienced an increase in spasticity and pump failure. Surgical replacement of the pump was considered. The patient was put on oral baclofen and levetiracetam and monitored overnight. If the symptoms did not improve, it was recommended that lorazepam could be given. At this examination, a fever was noted due to possible aspiration pneumonia. Chest x-rays and pan cultures were ordered, as well as white blood cell and differential tests. The patient was managed for fever and high blood pressure, passed the bed-side swallowing test, and was given intravenous (IV) tylenol for fever and IV fluids at a rate of 75ml/hr. The patient's hypertension, hyperlipidemia, and depression medication regimens were resumed, and both pre and post-op diabetes treatments were assessed. Heparin was given prophylactically. The patient's history of spasticity was described as distal more than proximal, gradual in onset, and progressive in course. Increased tone over the joints of her lower extremities and painful spasms, flexor, and extensor spasms affected her to the degree that she was in a wheelchair. Over the past 2-3 years, the spasticity progressed to upper left extremity weakness, then upper right extremity weakness, distal more than proximal. Increased tone around the joints of both upper extremities and marketed spasticity of the lower extremities was noted, as well as mild atrophy of her muscle bulk. No fasciculations or sensory, cortical, or cerebellar symptoms were reported, but the patient's daughter noticed worsening in the patient's swallowing. The patient choked multiple times and changes in her voice made her difficult to understand. The patient's baclofen pump was inserted 6 years ago and helped with painful spasms, with no impact on her functional level or mobility. She was still taking oral baclofen (10mg, 4 times per day). She had been complaining of sudden jerky movements involving mainly her trunk, which was decreased by taking oral baclofen, but still present all the time. About one week prior to this assessment, the patient's nursing home started to notice that she was having tremors, sweats, and low-grade fever. Spasticity was increasing and causing a lot of pain to the patient. The spasms were extensor and flexor spasms, and she was sent to the hospital for evaluation. The pump battery was noted to be expired, and pump replacement was recommended. The patient's speech at this time was spastic dysarthric, she had difficulty swallowing, and she had a diminished cough and gag reflex. Contraction deformities of both upper and lower extremities were noted due to increased tone/spasticity. The patient was bedridden at this time. At an assessment on (B)(6) 2016, it was reported that the patient's symptoms due to the failure of the pump had resolved with the re insertion of a new pump on (B)(6) 2016. The patient stayed in the ICU for one day following the pump replacement surgery, where she was stabilized. Her food intake was poor due to spasms, so she was placed on keofeed feeding tube. She responded well, and her oral food intake gradually improved. On (B)(6) 2016, she removed the feeding tube herself. She was started back on oral baclofen at 100ug per day to get her back up to a dose of 1296ug a day. The dose was increased by 100ug each day until the final dose of 1200ug was reached. During this process, the patient had severe issues with pain. Initially, morphine and tramadol were tried, but were not helpful. Tramadol dosing was adjusted to 50mg, 4 times per day at the time of discharge. The patient was back to baseline at this time. The patient was given docusate sodium, seroquel, tramadol, and meloxicam, in addition to her previous medications.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a hcp on 2016-nov-17. It was clarified that the previously reported tubing disconnection was in reference to a different patient, and did not occur with this patient's pump. The disconnection event will be reported in regulatory report # 3004209178-2016-21291.

Manufacturer narrative:
Analysis of the pump identified feedthrough shorting.

Event description:
(B)(4) (hcp, rep): information was provided by a healthcare provider and a manufacturer¿s representative regarding an intrathecal baclofen pump intended to deliver lioresal, 2000 mcg/ml at 13000 mcg/day, indicated for intractable spasticity and multiple sclerosis. A critical alarm was reported on (B)(6) 2016. The healthcare provider reported that the pump alarm was not heard, but confirmed with telemetry. It was noted that on (B)(6) 2016, a low battery reset occurred. Telemetry from the last refill showed an elective replacement indicator (eri) of 6 months. It was noted that the pump logs indicate that the pump was in safe state, a reset occurred, a motor stall occurred, and stopped pump period may exceed tube set. It was reported that the patient experienced an increase in tremor and discomfort, full body jerking, shaking, sweating; it was stated that symptoms had gotten increasingly worse since the previous day. It was reported that the pump was replaced on (B)(6) 2016, and returned to the manufacturer. (B)(4): document contained no new information pertaining to this event. There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4) w/d; motor stall; replacement planned, (B)(4) low battery reset/ safe state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.